Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the cut test failed when placed on an in-house system. The scissors did not cut cleanly through .006 latex. Latex got snagged at the scissor tips. The blade edges were not damaged, but exhibited wear at the tips, negatively affecting cut performance. Failure analysis investigation also found the following damage, which was not reported. The distal end of the main tube had various scratch marks with light material removal. The scratches were .244 - .018 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the monopolar curved scissors instrument was dull. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.